Event description:
It was reported there was a catheter occlusion and revision. The catheter was occluded, and following a revision during which the catheter was replaced and scar tissue was removed, catheter was found to be patent. The patient outcome was not provided. As of the report/notification date, the patient status was reported as "alive- no injury/no adverse event". There were no patient symptoms/ injuries related to this event. The medications in the pump were fentanyl, hydromorphone, bupivacaine, and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2009 (B)(6), explanted: unknown. Product type catheter. (B)(4).